Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was received without cap on dark blue connector. Visual inspection performed with naked eye and clemex intelligent microscope verified reported damage as broken occluder feet and cracks on the light blue main body. Visual inspection noted no whitish spot on the occlude leg that would indicate possible over-torquing. Leak testing and clear passage testing were performed with no issues noted. Clamp function test noted broken occluder feet. A batch review was conducted for potentially associated lot number h13g31047 with no issues noted during the manufacturing process. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned minicap transfer set, cracks were noted on the light blue main body of the transfer set. No additional information is available.